Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The pulse generator was received in end of life mode. With a new battery, normal function ensued. The implant duration was 2.44 years, which did not exceed 75 percent of the device's four year projected longevity. No representative field settings were received.